Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported surgeon console. Evaluation of the provided image shows two error messages related to the surgeon console on the operating room team interactive screen of the tower that say: "caution : surgeon console communication lost. Check console data cable. If error persists, restart surgeon console." And "warning : surgeon console non-recoverable error. Restart surgeon console. If error reoccurs, continue from bedside or discontinue system use." Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while performing dissection on the bladder neck, the surge on console threw two communication errors followed by a non-recoverable error. The console was restarted three times, but this did not resolve the issue. Finally, the entire system was restarted, and the case was able to continue. All the instruments became expired due to the system restart, and were discarded and exchanged. There was no patient injury.